Manufacturer narrative:
An event regarding periprosthetic fracture involving an accolade stem was reported. The event was not confirmed. Method & results: device evaluation and results: a visual, functional and dimensional inspection could not be performed as the device was not returned. Medical records received and evaluation: insufficient information was received for review with a clinical consultant. Device history review: all devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other similar events for the reported lot. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as device return, x-rays and patient medical records would be helpful in investigating this event further. If additional information and/or device become available, this investigation will be reopened.

Event description:
Patient fell while walking up staircase. Proximal femur fracture. Accolade stem, head, liner removed. Fracture secured with s + n plate, cable. S + n stem and head implanted. Stryker acetabular liner implanted. Information submitted was everything from both surgeon and hospital. No further details.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Event description:
Patient fell while walking up staircase. Proximal femur fracture. Accolade stem, head, liner removed. Fracture secured with s + n plate, cable. S + n stem and head implanted. Stryker acetabular liner implanted. Information submitted was everything from both surgeon and hospital. No further details.